Event description:
Tpn line split. Update as per complaint form rec'd on (B)(4) 2012: fractures at the lumen junction. No exact reason for the fracture was given but nurse suggested the lines get twisted at the lumen junction when the more active young children are receiving a chemotherapy infusion. The line was repaired. Chemotherapy treatment was delayed due to being able to use the line until it was repaired, the repair was unsuccessful because the lumen had thrombosed and a new line had to be put in.

Manufacturer narrative:
Separates is not listed in the instructions for use. Event is still under investigation.